Event description:
It was reported that the autopulse lifeband was easily released from the autopulse platform. The die cast of the platform appeared to be wider than normal. This issue was observed by a zoll sales representative during a customer visit. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll (B)(4) confirmed the reported event and observed that the lifeband was easily released. The autopulse platform in complaint was returned to zoll (B)(4) on 10/04/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows no physical damages to the platform. A review of the autopulse platform's archive was performed and showed that no sessions occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported complaint that the lifeband did not lock and fell off the channel of the platform was confirmed. It was observed that the channel die cast machine was at fault. Additional testing of the platform showed that the encoder shaft was resistive. It was found that the clutch plate was worn out. Based on the investigation, the parts identified for replacement were the channel die cast machine and the clutch plate. In summary, the reported complaint that the lifeband did not lock and fell off the channel of the platform was confirmed during functional testing. The fault was found to be due to the channel die cast machine. The observed sticky encoder shaft during testing is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.